Manufacturer narrative:
Date initial report sent: 8/2/2007.

Event description:
Procedure: laparoscopic gastric bypass - roux-en-y. According to the reporter: the surgeon was creating the gastric pouch by applying the stapler across the stomach tissue. On the second firing, the stapler jaws closed partially and the staples were discharged into the patient as the handle was squeezed multiple times, but the knife blade did not advance. Every time the handle was squeezed, it seemed as if it was being fed further and further into the jaws. That sulu was replaced with a new sulu and the same thing happened a second time. A third attempt was made, the tissue was approached from a different angle, and the surgeon was able to place a staple line and transect the tissue with successful staple line formation and transaction. The surgeon then used an endostitch to suture the damaged tissue. The surgeon did comment that the gastric tissue seemed very thick. There was "moderate unanticipated tissue damage" across the gastric pouch and the remnant. The patient expected to make full recovery.